Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an episode noise resulting in oversensing and pacing inhibition was observed right ventricular (rv) lead which lead to an inappropriate therapy. There was also loss of capture noted on the rv lead. No intervention was performed and the patient was stable and will continue to be monitored.